Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record and UDI are in-progress. All information reasonably known as of 09 jan 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿(B)(6) 2024 a 6fr 1g weighted nasogastric tube (ng) tube (corflo, lot#30327085) was placed at the bedside by the pediatric intensive care unit (picu) nurse for advancement into the jejunum (nj tube) at 1400hrs in gastrointestinal and genitourinary (gigu). The patient was then transported to the gigu department, where fluoroscopy and a guidewire were used to position and secure the nasojejunal (nj) tube, making it ready for use. (B)(6) 2024: nurse practitioner (np) requested a nj tube check after the patient's tube was unable to flush, and the tube appeared kinked or possibly migrated based on an am x-ray. The patient was brought back to gigu at 1400hrs for reassessment with the picu team, including np. Under fluoroscopy, contrast was used to check the tube's position, revealing a leak at the 15cm mark. Upon removal of the tube, a large twist and separation were observed. The distal portion of the tube, including the 1g weight, was at risk of separating from the proximal portion. A new tube was then placed into the jejunum and confirmed for use by fluoroscopy and contrast instillation.¿ the incident occurred in diagnostic imaging/gigu.

Manufacturer narrative:
Additional information: a3a, a4, b7, d4, d9, h3, h4, h6, h11. The device history record for lot 30327085 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The sample device was examined showing that the tubing had signs of damage. Kinking and tubing breakage were observed on the returned tubing. Leakage happened due to the breakage on the tubing. Clogging/ occlusion were not completely felt or experienced since the flushing of tubing was easily performed. A root cause could not be determined. All information reasonably known as of 03 mar 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.